Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hat a cartridge change error occurred during the load sequence. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin and that the pump prompted the customer to go through the fill tubing 3 different times. Reportedly, the customer was able to reload the same cartridge and changed infusion set to resolve the issue. The customer's blood glucose level was 153 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.